Manufacturer narrative:
(B)(6). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the unit was returned disassembled. The shaft was received removed from the handle and bent. The handle was actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disassembled unit may result from rough handling of the unit during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A review of the current complaint data reveals no trend for a device related failure for this condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The tacking device was being used for firing into the abdominal wall. The surgeon fired the device several times. Tacks were able to be fired normally, penetrate the tissue, and hold correctly onto the tissue. When firing, the handle fell apart. The shaft of the instrument fell off of the handle. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, another tacking device was opened. There was no patient harm. The patient outcome is alive, no injury.